Event description:
As reported by the (B)(6) the patient experienced a myocardial ischemic event the day after the index procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study for carotid stenting. The patient's medical history includes coronary artery disease and hypertension. The patient does have severe aortic stenosis. The target lesion location was the middle right common carotid artery. There was an occlusion in the contralateral carotid. The target vessel was described as moderately calcified and mildly tortuous. The rate of stenosis was 80%. An angioguard ((B)(4)/ lot 70112426) embolic protection device was deployed distal to the lesion. The lesion was not pre-dilated. A precise ((B)(4) / lot 15548397) stent was placed in the carotid artery. The procedure was successful. The angioguard was carefully removed. Upon retrieval there was no debris found in the filter. The same day the patient suffered an ischemic event. It was discovered due to elevated ck/ck-mb. There was no recurrent ischemic pain. The patient was diagnosed with a non q-wave myocardial infarction. There was no intervention required and the patient remained in the hospital for two days and then discharged. The patient shows no history of coronary intervention. The event was determined to be unrelated to the cordis product but related to the index procedure.

Manufacturer narrative:
As reported by the sapphire registry the patient experienced a myocardial ischemic event the day after the index procedure. The patient is a (B)(6) female who was enrolled in the (B)(4) study for middle right common carotid artery stenting. The patient's medical history includes coronary artery disease and hypertension. The patient does have severe aortic stenosis. There was an occlusion in the contralateral carotid. The target vessel was described as moderately calcified and mildly tortuous with an 80% stenosis. An angioguard embolic protection device was deployed distal to the lesion which was not pre-dilated. A precise stent was successfully placed in the carotid artery, the angioguard was carefully removed and there was no debris found in the filter. The same day the patient suffered an ischemic event. It was discovered due to elevated ck/ck-mb. There was no recurrent ischemic pain. The patient was diagnosed with a non q-wave myocardial infarction. There was no intervention required and the patient remained in the hospital for two days and was then discharged. The patient shows no history of coronary intervention. The event was determined to be unrelated to the cordis product but related to the index procedure. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. It is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. There is no medical evidence to suggest a relationship between the stent implanted in the carotid artery and the reported mi. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.